Event description:
Event description cpi received information that this bipolar lead was an attempted implant. The physician was unable to get the lead to fixate and the helix was broken during the procedure.